Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable high result for one patient sample using the tobr2 tobramycin assay (tobr2) on the cobas 8000 c 502 module. All results were released outside the laboratory, and all are in units of ug/ml. The initial result was 2.7; the repeat result was 0.9. There was no allegation that an adverse event occurred. The tobr2 reagent lot number is 16138201 with an expiration date of 10/31/2017. Calibration was acceptable prior to the event. On (B)(6) 2017, the customer had an imprecision issue with quality controls. On (B)(6) 2017, the field service representative (fsr) inspected the instrument and found an issue with the sample syringe. He replaced the sample syringe assembly. He cleared the sample tubing through the syringe and sampling mechanism, and also through the reagent lines, to remove potential obstructions as a preventative measure. He also ran a stylet through both reagent probes and the sample probe. The customer performed calibration and quality controls which were acceptable. The fsr performed precision testing which was acceptable.

Manufacturer narrative:
The root cause of the event was due to the issues with the sample syringe assembly which were resolved by the service activities. The issue appeared to be isolated in nature with no systemic failure of the roche product. Complaint trending data was reviewed and no abnormal trend was identified with the affected syringe. There has been no similar event in the last 12 months.